Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after removing this swan-ganz catheter due to the inability to inflate the balloon in the pulmonary artery, the balloon was found burst. It had been tested prior to use and inflated correctly and the swan-ganz catheter had been inserted through a non-edwards mac introducer without resistance. Replacing the swan-ganz catheter for a new one the issue was solved. The customer expressed concern regarding possible missing pieces in the patients body after the balloon burst. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon inspection is performed as part of the manufacturing process complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.